Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found that only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures, but internal shorting was noted consistent with procedural damage. Visual inspection of the lead found two external abrasions breaching the outer insulation exposing the outer coil at distal region consistent with friction to another device or features of the heart. All other damages noted are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.